Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 40 mg/dl at the time of incident. The customer did not experienced symptoms due to high blood glucose. It was unknown if the customer was using auto mode or not at the time of incident. The customer treated low blood glucose with glucose tablets and drank orange juice. Insulin pump was over delivering insulin. The insulin pump will be returned for analysis.